Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. Technical support confirmed this was a one time occurrence and issue could not be duplicated. Technical support advised replacing solenoids 2 & 4, provided parts ID, and provided manual references for replacement. Solenoids 2 and 4 and the seal were replaced per fse recommendations. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a check vent alarm error (1108) code. The device was in clinical use at the time of the incident; no patient harm was indicated.